Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication experienced by the patient. There was no report that a malfunction of the da vinci system, an instrument, or an accessory occurred during the da vinci cholecystectomy procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient underwent a surgical procedure to repair a bile leak 2 days after undergoing a da vinci cholecystectomy procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that after completion of a da vinci cholecystectomy procedure performed on (B)(6) 2013, the patient was found to have a bile leak on post-operative day 1 or 2. The patient underwent surgery on (B)(6) 2013 to repair the bile leak. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) who was present during the surgical procedure. According to the csr, there was no malfunction of the da vinci surgical system during the procedure and there were no intra-operative complications. However, the csr indicated that the surgical procedure was very difficult since the patient had numerous adhesions and inflammation. The csr stated that the surgeon, who performed the da vinci cholecystectomy procedure on (B)(6) 2013, also performed the surgical procedure using the da vinci surgical system to repair the bile leak on (B)(6) 2013. On (B)(6) 2013, isi contacted the risk manager from the site. The risk manager indicated that no malfunction of the da vinci surgical system occurred during the surgical procedure. She stated that bile leaks are common post-operative complications and that the da vinci surgical system did not cause the bile leak.